Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system during the manual prime. The blood glucose reading was 252 mg/dl. The drive support cap was found to be protruded. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk also, unable to perform a21 error test, prime test or verify a33 alarms due to motor error alarm. The insulin pump passed the displacement test. The insulin pump was received with normal operating currents and passed self-test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.